Event description:
It was reported that a backup battery fault occurred on a system controller out of box. Two different backup batteries were tried, and the backup battery fault persisted. The system controller was not in patient use at the time of the event and was taken off the shelf.

Manufacturer narrative:
Section a patient information - not provided by customer no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.